Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was no power. It was also reported that there is moisture ingress to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: a review of the pump¿s black box revealed pump reboots. There was no battery cap returned so a test battery cap was used and able to fit to maintain an electrical connection. There was moisture corrosion observed in the battery canister. A leak test failed due to a battery compartment leak. The ez-prime steps were performed correctly. There was no power interruption during the investigation and the original complaint was unable to be duplicated. The pump¿s cover was removed and there was no further moisture ingress or intermittent condition found to the printed circuit board. Correction to serial #. The correct serial number is: (B)(4).